Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found adjacent components also displaying damage. The proximal clevis was broken. Additional observation(s) related to the customer's complaint: the instrument was found to have a broken proximal clevis at both of the ears of the clevis. Potential fragments were missing. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. The pitch cable was completely broken at the clevis hub. Common causes of broken: distal instrument pitch cables, whether partial or full, are attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. Common causes of the failure mode broken instrument proximal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis.